Event description:
It was reported that this right ventricular (rv) lead recorded failure to capture, observed upon routine follow-up. X-ray was performed and rv lead perforation and dislodgement were confirmed. The lead also exhibited a sudden decrease in pacing impedance measurements. Despite the patient being asymptomatic, it was decided to hospitalize the patient and schedule for rv lead replacement. The lead was successfully explanted and replaced. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.